Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue. The sample was returned on 02/10/2016. Testing was performed on 02/16/2016 and confirmed the presence of mold. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and adverse event trend analysis.

Event description:
The consumer stated that she opened a tampon and it contained a black substance which appeared to be mold. Product was not used.